Manufacturer narrative:
D10: the lot number of the battery was 2010. The lot number of the ups was s20070019. H3, h6: the battery was returned for product analysis. The battery was tested (52.13v) with the accompanying ups for a 24hr period and tested with no issues. The ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes before the ups shut down. The battery was then connected to a main cart and tested for a 2hr period. Main power was unplugged and as per the self test information, voltage held steady at 46.25v through 11.5 minutes before system shut down as programmed. The ups was returned for product analysis. The ups was tested with the accompanying battery for a 24hr period and tested with no issues. The ups was then unplugged from main power and continued to run under battery power for the set 11.5 minutes before the ups shut down as programmed. B01, c19, d14 are applicable to the product analyses. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the system. Parts were replaced and the system performed as intended. Concomitant medical products: other relevant device(s) are: product ID: 9735773, (battery 48v s8 svc) serial/lot #:unknown, UDI#: unknown; product ID: 9735787, (ups main cart s8 svc) serial/lot # unknown, UDI#: unknown and product ID: 9735665 (surgn cart stealth s8 premium) serial # (B)(4). The following codes apply to product ID: 9735665 (surgn cart stealth s8 premium) serial # (B)(4). Product ID: 9735773, (battery 48v s8 svc) serial/lot #:unknown, UDI#: unknown; product ID: 9735787, (ups main cart s8 svc). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the main cart was dropping in battery faster than usual. The customer complained that the system was powering down before reaching the or which was not typical. Self test confirmed the battery life is shorter than it should be. There was no patient present.